Event description:
Information received from a trial patient in basic evaluation. Patient reported that it was hard to tell in 2 days if there was any improvement. She currently had a foley cath in and was doing the evaluation to reduce leaking around the cath. She had a dry pad this morning but stated the foley was just changed and it was normal for her to not have any leaking right after the change. Patient was informed by healthcare provider (hcp) that it was ok to have the nurse remove leads to night. Patient was paralyzed from chest down and was unable to feel stim. Patient also reported that she was unsure how to use the controller. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected adverse event and/or product problem. If information is provided in the future, a supplemental report will be issued.